Event description:
A customer reported that they received an err3 message and battery icon on their freestyle flash meter. The meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through adc fa 16 may, 2006 letter.